Manufacturer narrative:
(B)(4). Carefusion has received the device in house and is currently in the process of evaluating the device. Once the result are available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that while in noninvasive positive pressure ventilation (nppv) mode, the patient had a moderate leak from the mask and the unit was alarming "blower demand exceeded", "svhp", "patient circuit", and "low o2 pressure". The ventilator was very hot to the touch and stopped ventilating. The customer stated that the patient require manual ventilation, and the unit was taken out of service. There was no report of any patient harm associated with this complaint.

Manufacturer narrative:
The service technician was not able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 94 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test.